Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook endoscopy quantum ttc esophageal balloon dilator. The physician inflated the balloon to 20mm to dilate a schatzki ring in the esophagus. The nurse involved in the procedure indicated the area that had been dilated had a hemo (i.e. Presence of blood without an active bleed). Upon reinsertion of the endoscope, the nurse indicated a tear from the dilation was not observed but what "looked like a blood clot" was present. When clarification regarding the nature of the "blood clot" was requested, the nurse indicated the physician did not mention the reported blood clot in the physician's notes, but the nurse provided this information to cook endoscopy anyway. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the reported observation. After subjecting the returned balloon dilator to a thorough visual examination, a product discrepancy that could have caused or contributed to the reported "blood clot" was not observed. Because the balloon and distal section of the catheter have been cut from the device (to remove the endoscope), a functional test could not be performed. No section of the balloon material is missing. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. The report of blood at the dilation site represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The information provided by the nurse regarding the absence of a tear from the dilated area and reportedly observing what appeared to be a blood clot was reviewed with clinical personnel. Tearing of the esophageal layers and bleeding at the dilation area is a common occurrence during an esophageal dilation procedure. Tearing of the esophageal layers is often what the clinician looks for to determine if dilation has occurred. Tearing due to dilation can lead to the presence of blood at the dilation site. It is possible that the reported "blood clot" is obstructing the view of the esophageal tearing that occurred during dilation. The observation of the reported "blood clot" suggests the body had started the natural process of coagulation, which is a favorable outcome in the clinical setting. Prior to distribution, all quantum ttc esophageal balloon dilators are inspected to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.